Event description:
It was reported to boston scientific corporation, that a spaceoar vue device was implanted during a spaceoar vue implant procedure on an unknown date. The hydrogel looked like being injected into the venous plexus causing the hydrogel to surround the prostate. For this case, the patient's physician decided to continue with the treatment. The patient current condition was unknown at the time of this report. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date, (B)(6), 2023, was chosen as the best estimate based on the date that the manufacturer became aware of the event, m2023. Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 captures the reportable event gel misplaced - non vascular.